Event description:
It was stated that the customer was hospitalized for low blood glucose levels. No blood glucose levels were reported. The customer changed the infusion set the day of the hospitalization. It was also stated that the insulin pump had been exposed to MRI scans. The displacement test was performed and the insulin pump passed the test. The insulin pump was also programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.